Event description:
It was observed, that during the device evaluation. The camera head exhibited white spots on image/white scratches. There was no patient involvement.

Manufacturer narrative:
E1: facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation. And reported problem was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: white scratches. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.